Event description:
During prep for a case, the physician noted that the distal tip of catheter was damaged in package at the junction where the protective tube ends.

Manufacturer narrative:
The unit was returned in its opened sterile sheath with labeling intact. The defect was discovered prior to pt contact so no decontamination was required. A small kink approx. 0.08 cm from the distal tip was clearly visible through the sterile sheath. Upon removal from the package, it was observed that the section between this kink and the distal tip had been ovalized. The DHR for this lot has been reviewed. Conclusion: defect noted prior to use. As per FDA feedback of (B)(4) 2009, this defect, if not discovered, could contribute to injury or death. A review of the device record (DHR) was completed on part # (B)(4) (lot # l15459). All appropriate inspections were completed per process monitoring requirements or 100 % inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.